Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: one photo was provided for evaluation. It shows a syringe connected to a needle assembly. The stopper and the plunger rod are shown, no stopper separation is observed. Possibly a close up would help to better analyze the stopper- plunger rod assembly. Root cause is undetermined. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with part of the rubber stopper floating in the syringe.